Manufacturer narrative:
Block h6: imdrf device code a050701captures the reportable event of wire unable to release the bow. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length was kinked in several sections, including the cutting wire, which are consistent with the findings when the device was observed under magnification. Per media inspection on the provided photo, it did not show any visual problems of the device. Per functional inspection, the device was inserted through the scope, and it was able to bow and unbow as intended both inside and outside of the scope. Per the dimensional inspection, the distance between the distal pierce hole to the proximal pierce hole was within specification. No other problems with the device were noted. The reported event of wire unable to release bow (unbow) was not confirmed. Upon analysis, it was found that the working length was kinked, which could have been caused by operational factors, such as manipulating the device through difficult anatomy or the used technique for the device manipulation. Additionally, it was observed that the cutting wire was kinked, which could have occurred due to the device interaction with the scope like the insertion-removal, hitting it against a hard surface (scope), which can lead to kink/bend the cutting wire. When the device was functionally tested, the device bowed and returned from the bow as intended. The distance between the distal pierce hole to the proximal pierce hole was within specification, and the returned did not show evidence of the alleged problem; therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla vateri during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, upon cannulating the papilla, it was noticed that the device remained in a bowed position and would not release the bow. They tried to bow and unbow the device, but nothing happened. The handle had no tension. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the device in a bowed position.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla vateri during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, upon cannulating the papilla, it was noticed that the device remained in a bowed position and would not release the bow. They tried to bow and unbow the device, but nothing happened. The handle had no tension. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the device in a bowed position.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire unable to release the bow.